Event description:
While on cpb during performance of CABG x5/mv annuloplasty, pt developed hypotension as a result of "splation" of cpb tubing. Perfusionist immediately spliced a new section of tubing into raceway. Pt successfully replaced on bypass. Core temp 34.5/no cross clamp in use. As per same, approximately less than 3' reported total incident time. Manufacturers of both tubing and bypass machine contacted-issue of "splation" maybe related to speed of tubing in raceway while waiting to go on cpb. All perfusionists re-educated re: maintenance/standardized raceway speed.